Event description:
It was reported a device exhibited an "air in line" alarm. Per reporter the tubing was clamped, battery cover was opened and closed, tubing was unclamped, and device was turned back on. Upon turning device on, the alarm persists. The tuning was clamped and the battery cover was opened and closed again to turn the device off. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is an inoperable component; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.